Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, there was evidence of moisture in the battery compartment and behind the display lens. There were multiple colored lines throughout the display. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the support bracket and near the battery canister. Unrelated to the original complaint, the battery compartment was observed to be cracked at the threads to the left of the bumper and at the threads above the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.